Manufacturer narrative:
(B) (4). The customer returned the meter (B) (4). The investigation was performed on the returned meter and the complaint was not confirmed and no new issues were observed. All results were within range specification, the standard deviation was within specification and no errors were observed during control solution testing.

Event description:
Customer reported receiving imprecise readings on her freestyle flash blood glucose meter. The customer obtained readings of 188 mg/dl, 268 mg/dl and 45 mg/dl. When plotting the readings against the average on a parkes error grid, the results fell in the "c" zone. The "c" zone result shows the difference in readings to be clinically significant. The customer also reported she experienced the following symptoms: "dizzy, hot, sweaty and weak". No third party medical intervention was required. There was no report of death, serious injury or mistreatment associated with this event.